Event description:
It was reported that the patients non reachargeable ipg was reaching end of life. It was also stated that the patient was feeling more pain on his left shoulder which resulted to decreased in mobility. The patient was prescribe a ketorolac 50mg and was submitted for a left shoulder injection. Additional information was recieved that the patient underwent an ipg replacement procedure. The explanted ipg will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non reachargeable ipg was reaching end of life. It was also stated that the patient was feeling more pain on his left shoulder which resulted to decreased in mobility. The patient was prescribe a ketorolac 50mg and was submitted for a left shoulder injection. The patient will undergo a revision procedure.